Event description:
It was reported that the pulse generator exhibited diagnostics anomaly. It was noted that the patient had a laser eye surgery performed on (B)(6) 2014. After a software download, normal device function resumed. There were no adverse consequences to the patient.